Event description:
Patient developed infection resulting in explantation.

Manufacturer narrative:
Patient developed infection resulting in explantation. Doctor discarded. No additional information available.

Manufacturer narrative:
Patient developed infection resulting in explantation. Doctor discarded. No additional information available.

Event description:
Patient developed infection resulting in explantation.

Event description:
Patient developed infection resulting in explantation.